Event description:
It was reported that the patient had high impedances, greater than 2000 ohms, on electrode pair 0-3. All other impedances were within normal range. The patient was to have an MRI to place a new lead. It was noted that the patient was "maxed out." It was stated that this statement was in reference to conducting the impedance test at higher voltages, which the patient did not tolerate very well. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ extension; product ID 7482a51, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ extension; product ID 7426, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ implantable neurostimulator; product ID 37642, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient; product ID 3389s-40, lot# v031581, serial#, implanted: 2007 (B)(6), explanted: product typ lead; product ID 3389s-40, lot# v031581, serial#, implanted: 2007 (B)(6), explanted: product typ lead. (B)(4).